Event description:
General report rec'd of an unspecified number of undocumented incidents of air in the tubing sets. The tubing sets were being used to deliver unspecified solutions. The t-connectors on the distal ends of the tubing sets were connected to the pts' unspecified access sites. The female adapters at the proximal ends of the tubing sets were connected to unspecified devices. It was reported that after the unspecified devices were disconnected from the female adapters, air was noted in the tubing sets. The customer contact reported "air is generated in the extension tubing lines." The volumes of air were not specified, however, the customer contact stated the lines become "full of air." No air was delivered to the pts. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. The customer contact reported that the nurses now clamp the tubing sets prior to disconnecting the devices from the female adapters. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been rec'd. The catalog number 11402 has a common device name of 80fpa and has a 510k of k052722. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).